Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v266137, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulator died and the patient went into convulsions. The patient collapsed at home and had five liters of urine removed at the hospital. The patient took three months to restore their mobility at a nursing home and they thought they had parkinson¿s. The patient had a tremor. The stimulator had died in conjunction with an allergic reaction to medication. The patient was immobilized as their joints were inflamed from the allergic reaction. The patient collapsed multiple times. The stimulator was replaced and the tremors were almost completely diminished. When the first stimulator was initially implanted, the patient could not suffer the jolting.